Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Bg value not provided. Customer indicated that the healthcare provider would be contacted regarding the bg level. The customer declined assistance from tandem technical support regarding the issue, therefore no additional information was available.